Manufacturer narrative:
Sample was received for evaluation. DHR - review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected, the silicon housing was cut/torn around the siphon guard, as reported by the customer, biological debris were noted. The siphon guard was inspected, marks on the siphon guard were noted. Root cause: the root cause for the cut/torn silicone housing is probably due to a sharp or pointed object coming into contact with the silicon housing. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks on the siphon guard is probably due to a sharp or pointed object coming into contact with the silicon housing. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported that the 828806 certas inlin valve sphn/unit cat was implanted to the patient via vp-shunt. The date of implant and the initial setting was unknown. The patient suffered from shunt infection so, the complaint valve was attempted to be removed due to suspicious shunt infection. The surgeon confirmed the valve and noted silicon part split and the sg was exposed. A revision surgery was performed on (B)(6) 2019. The patient had ventricular drainage and has been under monitoring at the hospital ward. An anterior angle puncture was made and the valve was not withdrawn with force or damaged with steel accessories. Additional information has been requested.